Event description:
The customer alleges that the blade failed to light on the handle. The alleged issue was detected during testing. No patient injury.

Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.